Manufacturer narrative:
Further information regarding the event was requested but was not obtained due to the event occurring over a year ago.

Event description:
It was reported the patient's drg lead was revised some time in (B)(6) 2018 due to possible fracture. The exact date of the event was undetermined and further information was unavailable.